Event description:
Reporter indicated that patient had a breakthrough seizure and programmed settings were increased in 2001. Later it was discovered that patient had stopped taking the pt's tegretol. Pt complained of anxiety and shortness of breath. The following month, programmed settings were decreased. Patient has since been seen in the emergency room several times complaining of anxiety. A complete cardio workup and x-rays were negative and patient is not pregnant. The device was programmed to off 2 weeks later per the patient's request. The physician ran a lead test and the impedance was fine - eri (elective replacement indicator) flag was "no". Physician plans to keep device programmed to off for 4-5 weeks. Patient plans to see the pt's primary care physician for anxiety medications. Neurologist does not believe that the event is related to the vns.